Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did show system fault 46,876 on (B)(6) 2018. The microproccessor board will be replaced in service and the software will be reinstalled. Use testing was performed. The problem source is defective component with the microprocessor board and corrupt software.

Event description:
Information was received that the cadd solis vip pump has a system fault. No reported adverse effects.